Manufacturer narrative:
Device evaluation: the insertion device with the unattached anchor and suture structure was received. The anchor is broken at the very distal tip at the eyelet, confirming the complaint. The torque limiter advances and trips as intended. Under 10x magnification, it was noted that the row of barbs from one side of the anchor were missing, which is assumed to have happened during removal. The complaint description states that there were several anchors placed during the case. Though we are unable to determine what may have caused the user to experience the reported incident, the appearance and nature of the break most likely represents a loss of axial alignment during insertion. A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. No root cause related to the manufacturer of the device can be established. No further investigation is warranted at this time. The information for use (IFU) states; establish and maintain axial alignment of the suture anchor to the prepared insertion site. (B)(4).

Event description:
During an acrc (arthroscopic rotator cuff repair) procedure utilizing a footprint ultra pk suture anchor, 4.5, it was reported that the anchor broke when the surgeon adjusted the tension to the sutures. The site was prepped with 3.8 mm tapered awl. The procedure was completed with a back-up device. A new hole was drilled for the backup device and the broken pieces were left in the initial hole. There were no reports of patient injuries or complications.